Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The patient noted that the wound dehiscence occurred following a previous fall, which was not caused by or attributed to the evoke scs system. An impedance check was performed, and no device issues were identified. The patient¿s wound was cleaned, steri-strips were applied, and antibiotics were prescribed. On (B)(6)2025, the patient reported experiencing tenderness at the cls implant site. The wound site was evaluated by a physician; impaired healing was observed, and the evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.